Manufacturer narrative:
This report is submitted october 31, 2018.

Event description:
Per the patient's surgeon, resistance was observed when initially inserting the device during implant surgery (date not reported) and x-ray imaging confirmed the device tip had folded over was not correctly placed within the cochlea. Subsequently, the device was explanted (date not reported) and the patient was successfully reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 10, 2019.